Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "itching, swelling, redness and harden tender nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm voluma in the cheeks. Patient was also injected with dysport in the forehead, crow's feet and glabella. About a month later, the patient had another injection with unspecified juvéderm voluma in the cheeks, chin, nasolabial folds, oral commissures and angle of the mandible/jaw. Patient was also injected with restylane perlane in the nasolabial folds and oral angles. Patient was fine for 3 months until they developed redness, swelling and hardened tender nodules on chin radiating to injection sites in angle of mandible. Patient was initially treated with keflex and telecast. Patient then left overseas and swelling has propagated peri orbitally and around the cheeks. The redness has settled, but the injection sites were tender and hard nodules. Patient also said their face was itching and severely swollen. Patient was treated overseas with intramuscular prednisone, oral prednisone, clindamycin and antihistamines. Patient is systemically well with no evidence of anaphylaxis. Patient was instructed to go to a hospital and have further blood work done and treatment. Patient is currently been admitted in the hospital being treated with IV antibiotics and steroids. This is the same event and the same patient reported under MDR ID #3005113652-2018-01798 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, the first injection with unspecified juvéderm voluma.